Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and the impedance trend on the rv (right ventricular) pacing lead was variable leading to a right ventricular lead integrity alert. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had multiple non-sustained ventricular tachycardia episodes and short v-v intervals. As well, the lead had increased thresholds and intermittent capture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.